Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2010. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Additional narrative: the patient reportedly continues to experience continuous leaking of urine and pain. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystourethroscopy; due to stress urinary incontinence.

Manufacturer narrative:
It was reported that following insertion the patient experienced mixed incontinence, pyuria and hematuria. (B)(4).